Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this lead was an attempted implant. During the procedure, the physician noted that the parameters were not appropriate. In addition, there were helix extension and retraction difficulties. Therefore, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.